Event description:
According to initial reports, patient implanted with onxac-27/29 sn (B)(4) in the aortic position (B)(6) 2009, received onxane-27/29 sn (B)(4) in the aortic position (B)(6) 2021. This investigation will be relegated to onxac-27/29 sn (B)(4).